Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation #(B)(4)-found damaged connector key and pins. Customer installed connector with improper key alignment and forced it in. It was determined that the unit failure was due to customer misuse. Per the tx1 tissue removal system operator's manual, failure to align the arrow on the cutting handpiece connector with the red dot on the console receptacle may damage the connector pins. (Chapter 1 warnings and precautions). The DHR for lot 16513-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 16513-04. There were (B)(4) reported microtip unit failures from this lot. Lot 16513-04 has a failure rate of (B)(4).

Event description:
Check handpiece.